Event description:
Customer's called lfs on 9/3/2002 alleging ot ultra meter would not count down after blood was applied to the strip. The issue was unresolved with troubleshooting. The customer was feeling symptoms of drowsiness. Patient visited their physician who made some adjustments to medications. No treatment was administered. The strips have been replaced.